Manufacturer narrative:
Concomitant medical products: product ID: 3560022, lot# va27d4b, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: (B)(4), ubd: 18-may-2022, UDI#: (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding an advanced evaluation trial patient that was undergoing implant surgery for their chronic system. It was reported that during stage 2 implant, the pocket was reopened from 2 weeks prior and the percutaneous extension was not in the pocket. The extension wire had migrated medial during the trial. An x-ray was brought in to help find the lead and the percutaneous extension wire that had migrated medial. It was found and pulled back to the pocket to detach using the torque wrench. The ins was placed on the lead and the case was finished, the issue was resolved at the time of this report. There were no patient complications reported as a result of this event.